Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60 cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000164719. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective therapy with their scs system. Reprogramming was unable to resolve the issue. Additionally, patient had discomfort at their ipg site due to ipg protruding out in the back. As a result, surgical intervention took place on (B)(6) 2025 wherein patient's entire system was explanted. It is unknown which lead caused the issue.